Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a ent procedure, when the surgeon started to use the "evac xtra 70° wand", it somehow burnt the patient on the lips area and caused some cosmetic damage with the heat. In consequence, the patient had to have plastic surgery to deal with the issue. The procedure was completed without significant delay using a competitor device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. The responses to clinical requests were not provided and s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported event could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use (IFU) was reviewed and contains warnings and precautionary measures related to proper use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design f the device that could have contributed to the reported event includes: (1) activating the device prior to contact with targeted tissue, (2) failure to maintain suction and direct fluid outflow away from the operative field, (3) withdrawing the wand while power is being applied. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.